Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2023 was filed inadvertently. No device malfunction, explantation or serious injury has occurred. The device was not a cochlear device. This report is submitted on september 21, 2023.